Event description:
Related manufacturer report number: 3006705815-2023-05828. It was reported that the patient's leads have migrated. As a result, surgical intervention was undertaken on (B)(6) 2023 during which one of the leads were explanted. During the same surgical procedure, the other lead fractured and broke off in the epidural spaced and was left implanted [manufacturer report number: 3006705815-2023-05830].

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.